Event description:
It was reported that the patient had been hospitalized since (B)(6) 2015 for complicated uti and abdominal pain. The reporter stated that the healthcare provider refilled the pump at the hospital on (B)(6) 2015 and now wanted to have the pump settings checked. The reporter was not completely sure but his impression was that the physician did not know how to reset the pump or the patient was not getting the medication. The pump was used to deliver dilaudid. Interventions, symptoms or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).